Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized on tuesday (B)(6) 2018 at 10:00 pm due to high blood glucose and ketones. The customer reported that the blood glucose at the time of incident was 33 mmol/l. The customer stated that the insulin pump was not working properly for the past two days. Customer's current blood glucose was 25 mmol/l. It was reported that the customer was wearing the insulin pump at the time of hospital. The customer reported that the symptoms related to the customer's high blood glucose levels included little headache. It was reported that the cause of hospitalization was high blood glucose and ketones. Troubleshooting was not completed at the time of call because the customer declined to check settings on the insulin pump. And air bubbles. Therefore, the root cause of the customer's blood glucose issue could not be determined. The customer was advised to replace out the insulin pump. The insulin pump is expected to return.